Event description:
A customer had a problem with the dual lumen PICC. The customer reports "PICC was leaking near the butterfly stabalizing wing". The customer reports "there was a clot that formed and caused the PICC to break and leak".